Event description:
The customer called ameda on (B)(6) 2014 and stated that she heard a loud pop noise. When she opened the battery compartment door, she noticed a dark grey liquid covering the batteries and that one of the batteries had broken open. She stated that she washed it off immediately and no injury occurred. She did not seek med attention either by phone or in person.

Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for functionality and met functional specifications. Dark grey substance, i.e. Battery acid was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting, or charring were observed. The returned batteries were observably damaged. Additional testing confirmed that batteries may leak when the upper middle battery is placed incorrectly with the positive and negative reversed.